Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "error code e218 (scope error)" and phenomenon 2 "error code e216 (scope communication error)" occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or parts mounted on the electrical circuit board (i.e integrated circuit chips and capacitors) were broken, which may have resulted in the subject events. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope experienced an e218 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation: the bending section cover, angulation lever, grip, control unit, up/down plate, right/left plate, forceps elevator lever, right/left lever, light guide connector, light guide cover glass, video connector, video connector case, and switch 1 all had scratches. The adhesive on the bending section cover had a chip, the bending angle in the up direction did not meet the standard value due to wear on the angle wire. The video connector had a crack. An e216 scope communication error occurred due to damage on the charged coupled device unit, and due to dirt on the electrical contact of the video plug. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.